Event description:
The patient had a clotting disease and had been on coumadin. Patient was to undergo surgery and taken off coumadin and a filter was placed in 2005. The patient subsequently developed lower leg swelling and extensive clot in the right and left iliac up to the ivc. Two weeks later, angiojet adn tpa was administered. Tpa was also administered over the next 2 days. The filter had been placed low and it was thought the low placement adn the patient's disease did not give time for the clot to lyse. The patient is doing okay at this time.